Event description:
It was reported that oversensing due to noise was observed. Noise was observable when performing threshold tests but not reproducible with isometrics. Patient also received an alert for low, out of range, pacing lead impedance. Programming changes were made. Patient is currently unwell; a new lead will be implanted when the patient is healthier.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.